Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2013, 4968-60 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected infection. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead were explanted. The left ventricular (lv) leads were capped and partially explanted. No further patient complications have been reported as a result of this event.